Manufacturer narrative:
(B)(4). Manufactured date - 01/24/2013 - 01/25/2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection and functional flow testing did not identify any nonconformances. Flow was observed immediately at the distal luer upon removal of the luer cap. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced no flow. This occurred after the device was filled with an unknown drug. There was no patient involvement. No additional information is available.